Event description:
The facility stated that the surgeon attempted to implant aq2010v 3 piece silicone lens, diopter -23.0. The lens leading haptic would not advance in the cartridge. No patient contact or injury. The facility felt the cartridge was the cause of the lens not advancing. The injector model that was used was a msi-pm. The facility was unable to provide the injector lot number.